Manufacturer narrative:
(B)(4).

Event description:
It was reported that an obstruction error was detected on the renasys touch by a technician during the safety test performed. No patient was involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional evaluation was performed and showed no obstruction or other failures, the device works within the normal range. We have not been able to establish a relationship between the event reported and the device. Probable root cause may include an intermittent component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.